Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having problems with the devices and their symptoms were worse than before the procedure. The patient said they talked to their manufacturer representative (rep), a little while ago and was told to meet with them tomorrow morning at 11am at the doctor's office. Agent reviewed role of patient service (ps) and offered to answer any technical questions patient may have, but patient declined. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from a manufacturing representative (rep). They reported that they met with patient last tuesday. The device was off and they were doing much better now that they had turned it back on.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that device was turned on and patient was instructed on use of patient programmer again. They were also given video and written instructions. This appeared to remedy the issue. Patient was fine no further help was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.